Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep the handpiece was not working properly. Hooked handpiece up to generator and connected test tip. Turned on generator and stepped on pedal. Still received solid tone. Opened another device to complete the case. There was no consequence to patient.